Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that the image froze and had no output due to a printed circuit (dp) board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. As a result of checking the monthly analysis report, there was no increase in trend observed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the image was freezing due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image was freezing when using the evis exera iii video system center. It was also reported that the keyboard was not working. The issue was found during installation of a loaner unit. The image froze after a few seconds of testing. There were no reports of patient involvement.